Event description:
Hcp reports the explant and replacement of a pump implanted for 51 months duration. Hcp alleges a pump failure. No rotor or dye studies were performed. The pt recovered without sequela. The drug contained in the pt's pump is dilaudid, clonidine, and bupivicaine (unk concentration/dose). Add'l info has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u will be sent when analysis is complete.